Event description:
It was reported by the patient's parent that the patient had been hit repeatedly in the area of the implantable pulse generator (ipg) and since then has been experiencing "stabbing or shocking pain" and not feeling well. The family member also reported that a radiologist stated that there is a gap or break in the lead. Additional information received reported that the patient's heart rate decreased to 39 beats per minute and the patient turned blue around the mouth. A device interrogation was performed and capture and impedance levels are stable. The patient is to be placed on a thirty day monitor and the system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.